Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (h6 ¿ health effect ¿ impact code) should be: 2645 ¿ no patient involvement. A review of the device history record found unsure whether there were deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the investigation results, air button does not work, could not be identified. Presumably, the air button does not work due to a failure of the front panel. The root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: as a result of reviewing instruction manual and product labeling, there was no abnormality leading to the event.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited the button not responding due to a front panel malfunction. There were no reports of patient involvement.